Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a display anomaly and then a blank display. The blood glucose at the time of the incident was 116 mg/dl. The customer explained that on two occasions, the screen showed 4 lines and then the display went blank. She also mentioned that she had to force the battery in. Troubleshooting was not performed. She was advised to call back when the problem is happening and that a battery cap replacement would be sent. The device will not be returned for analysis.